Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was requested to be returned for investigation. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable, motor fault, low minute ventilation, low peak inspiratory pressure, and high rate alarms. The customer reported transducer calibration tests have passed. However, the issue is unresolved. The customer determined the most likely cause of the event is the main printed circuit board assembly. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Found transducer pt800 to have recorded faults in the events log, pt800 successfully calibrated not having effect on exhaled tidal volume after calibration. Solenoid failure. This issue will be internally investigated within vyaire